Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter is unconfirmed as the event could not be reproduced. The samples returned consisted of 1 dual lumen 5fr groshong nxt catheter, statloc in unopened pouch with prep pad, suture wing in unopened pouch. A scalpel, guidewire, j-tip, loop, introducer needle, and two end caps were also returned in an unopened pouch. The product label was also included. No use residue was found on/in the catheter. There was no obvious damage to the catheter. There were clamp marks near the luer of the t-lock extension. Both lumens from the catheter were patent to infusion. The t-lock was also patent to infusion. During infusion, the catheter was manipulated by stretching and rotating the extension legs and no leaking was found. The catheter was clamped near the distal end to create positive pressure during infusion. No leaks were observed. Because the reported event could not be reproduced, the complaint is unconfirmed. A lot history review (lhr) of reap1844 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reap1844) have been reported from same brazil facility

Event description:
It was reported that the catheter presented with a hole in its extension. This non-conformity was detected before the passage of the catheter, during the permeabilization.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reap1844 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reap1844) have been reported from same (B)(4) facility.

Event description:
It was reported that the catheter presented with a hole in its extension. This non-conformity was detected before the passage of the catheter, during the permeabilization.